Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.h4: the device manufacture date was unknown UDI: (B)(4).

Event description:
It was reported by the sales rep in hungary that during a shoulder repair surgical procedure on (B)(6) 2024 the vapr s90 w/ hand controls device did not function at all and generated sparks. Another like device was used to complete the procedure. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received and evaluated in juarez laboratory. Visual inspection of the device revealed that it was received in its original packaging. The tip of the electrode was found to have a dark foreign substance. The shaft, handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. A visual inspection of the device was performed; as a result, device has not been returned in the original packaging. The distal tip is in a used condition and charred section can be seen at proximal end. Saline residue visible in the suction tube. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip of device. The returned device failed the electrical and functional tests. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. A DHR review has been performed for the device. Hand switching electrodes are 100% inspected for functionality as part of their product test regime, therefore all reasonable containment is still in place. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. Visual inspection found that the plastic manifold was damaged mostly probably by a ¿shorting¿ event at the distal tip of device. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode the likely cause of this failure is shorting at distal tip. A CAPA has been initiated to address this issue. To completely eliminate recurrence of this failure mode a design change is required. The risk level severity is categorized as minor and alra (as low as reasonably achievable). At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.